Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and tape not sticking event. Blood glucose level was 1100 mg/dl at the time of the event. Patient got treated with insulin drip. The duration of hospitalization was greater than 24 hours. Patient also experienced the symptoms of confusion, and tired/weak. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.